Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that during the procedure, clips from the er320 instrument were fired on the duct and artery. The clips came out erratically. The case was completed with another instrument. There was no consequence to the pt.